Event description:
It was reported by service report that the head-end siderail panels were cracked and there were missing blank siderail modules. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head-end siderail panels. Missing blank modules.